Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. E1: initial reporter facility name - (B)(6) hospital (B)(6).

Event description:
It was reported that catheter issue occurred. The 75% stenosed, 30 x 2.5 mm target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter tip could not be flushed because it was blocked, therefore, the air could not be primed. Upon imaging attempt, the image appeared completely black and remained unchanged despite repeated flushing and brightness adjustments. The procedure was completed using another catheter of the same device, and the patient remained stable post procedure.